Event description:
It was reported that the patient had an x-ray at a dentist office last month and ¿felt the device click off.¿ the patient did not feel stimulation for two days and noticed they had to take more advil. The patient turned stimulation on back themselves. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. (B)(4).